Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient was scheduled for a new full implant. It was indicated the there were no signs or symptoms with the patient, it was purely an intraoperative issue that was resolved prior to the end of the procedure. The lead was placed in the s3 foramen and tunneled over to the pocket site. The battery was then connected, and it was verified that the blue markers were showing. The hcp then closed the pocket and the battery was interrogated to check impedances. All unipolar settings registered as greater than 4000 and most of the bipolar were greater than 4000 as well. There then raised the amplitude to 2 and rechecked the impedances, but once again the unipolar settings were greater than 4000 and all but three of the bipolar impedances were within normal range, although they were still very high. The hcp then opened the pocket, disconnected the battery, rotated the battery a quarter turn, reinserted the lead, secured it with the hex wrench, and replaced the battery into the pocket. The impedances were retested and there were still combinations greater than 4000. The rep then had the hcp repeat the disconnect and reconnect process again and the device was retested but had the same results. The hcp then decided to pull the lead through the original tunneling section to the original insertion site so that they could inspect the integrity of the lead as much as possible. It was indicated that hcp was trying to verify that they had not nicked the lead during the tunneling process. Everything looked fine on the lead, so it was decided to try a new battery as the next step. The new battery was opened and connected to the lead and re-inserted into the pocket. The impedances were then checked and most of the impedances were still greater 4000. At that point, it was decided that a new lead was the next logical step and the existing lead was pulled out. A new lead was then placed in the s3 foreman and connected to the new battery. The impedances were checked again, and they were still very high, but most were within range. The amplitude was then raised to 3 amperes and the check was repeated. All the impedances then fell within range, but they were still on the high normal range. It was confirmed that the patient had motor and sensory perception of the stimulation, so the pocket was closed, and the patient was taken to recovery. While the patient was in recovery the hcp brought their clinician programmer to the surgery center. The patient was then reprogrammed in recovery and the impedances were rechecked. The impedances were then in a much more normal range and it was confirmed that the patient was feeling stimulation on all four programs. The rep indicated that they thought that they were getting inaccurate readings in the operating room do to other issues with their clinician programmer or some type of electronic interference in the room. No further complications were reported or were expected.

Manufacturer narrative:
Analysis of ins and lead revealed no anomalies. The returned device and lead passed all functional testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
Device was evaluated.